Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal, there was difficulty deflating the balloon. The catheter was inserted in the emergency room, for urine drainage, after which, the patient was transferred to a ward. The nurse attempted to withdraw the water with the syringe; however, the attempt failed. Subsequently, the nurse cut the shaft and released water from the balloon. Finally the catheter was removed and no patient injury was reported.

Manufacturer narrative:
Received only catheter cut into 3 pieces. The conclusion is inconclusive, as the sample was received in poor condition. Per visual inspection, the sample was evaluated and no pinch or blockage observed. Per functional evaluation, - using a needle syringe, inserted water into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. - unable to determine the deflation time of the used sample due to poor sample condition - unable to determine what elements existed during the placement and use of the catheter. Dimensional evaluation results are as follows: concentricity (full inflation volume) n/a; eye snip length 0.5/32¿ ;eye snip width 0.8/32¿; eye snip distance from distal cuff 16/32¿; eye snip distance from proximal cuff 8/32¿; rubberize thickness 10 thou; inflation lumen coverage 12 thou; balloon thickness (average) 21 thou; reinforcement 151 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when deflating the balloon, do not aspirate with a syringe.[the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal, there was difficulty deflating the balloon. The catheter was inserted in the emergency room, for urine drainage, after which, the patient was transferred to a ward. The nurse attempted to withdraw the water with the syringe; however, the attempt failed. Subsequently, the nurse cut the shaft and released water from the balloon. Finally the catheter was removed and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections = model #/lot # and device available for evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal, there was difficulty deflating the balloon. The catheter was inserted in the emergency room, for urine drainage, after which, the patient was transferred to a ward. The nurse attempted to withdraw the water with the syringe; however, the attempt failed. Subsequently, the nurse cut the shaft and released water from the balloon. Finally the catheter was removed and no patient injury was reported.